Event description:
It was reported the patient ceased using and charging his ipg approximately one year ago. Surgical intervention was undertaken and the ipg was explanted and replaced. Communication with the replacement ipg was established intra-operative and the patient was successfully programmed postoperatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.